Event description:
A (B)(6) female patient contacted zoll customer support to report that the charger/modem would not charge a battery pack. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem was confirmed. Upon evaluation, the battery board was not seated properly in the j5 connector on the bedside board. The cause of the improperly seated board in a damaged pin 7 on the connector. The root cause for the damaged pin cannot be positively identified but the damage likely occurred during assembly. No adverse event result from the damaged connector. The patient received a replacement charger/modem.